Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the tip of the vitrectome broke off during the procedure which made the procedure much more extensive, as it had to be removed. There is no report of patient harm. Additional information has been requested. However, none has been received till date.

Manufacturer narrative:
One opened probe was received, without a tip protector and the tubing cut off, in a zip top bag. The sample was visually inspected and found to be nonconforming with the tip of the probe needle broken. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at several locations along the inner cutter. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The complaint evaluation confirms the tip of probe needle was broken. The exact root cause for the broken tip cannot be determined from this evaluation. An internal investigation has been completed and action has been implemented to reduce the frequency of broken tips. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received from the company representative who indicated that pars plana vitrectomy phacoemulsification was scheduled to be performed. The product was replaced and the procedure was completed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).